Event description:
Upon review by abiomed's medical safety officer, the patient expired on support. There is not enough information to associate the use of the device with the patient¿s outcome.

Manufacturer narrative:
The investigation has been completed since the initial report was submitted. Logs confirmed the reported failure mode given there was a controller error alarms triggered during the clinical procedure. This particular error alarm was issued multiple times within the time period of the case complaint. Real time (rt) logs confirmed. The product was returned for testing. The failure was unable to be reproduced throughout testing. The cause of the issue was not determined due to the inability to reproduce the error. D.2 revised common device name from the initial submission in accordance with updated procedures. D.4 revised model number from the initial submission in accordance with updated procedures. D.4 revised catalog number as previously entered incorrectly. D.9 device available for evaluation was revised as previously entered incorrectly. E.1 facility name and address line 2 were inadvertently left off the previously submitted report and were added.

Manufacturer narrative:
The impella device was received from the customer on (B)(6)2024 and therefore,an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 42-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan reported that there was a controller error alarm that happened for several days. The aic (automated impella controller) was exchanged, and the alarm issue was resolved.